Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to detachment of the adc device. Due to the delivery delay, the customer was unable to test and experienced a loss of consciousness, however, was able to self-treat with glucagon. There was no report of death or permanent impairment associated with this event.